Event description:
Received information stating customer received an occlusion alarm. Customer stated that occlusion alarm occurred because the infusion set tubing was caught in the seatbelt. Customer's blood glucose level was high (190s).

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted.